Manufacturer narrative:
A ge service representative performed an onsite investigation. The output feedback was corrected when the contacts of the video interface board and the video line were enhanced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system would not display images and the screen went white. The reset mechanism was implemented and the procedure was completed with manual settings. No pt injury was reported.